Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: 18-aug-2025 9:25 am CT / sg 40 mg/dl - bg 367 mg/dl. After dms review, we confirmed the following information at the time of the event: 18-aug-2025 9:25 am CT / sg 47 mg/dl - bg 367 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level.user didn't seek for medical treatment and resolved the event by taking insulin.user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a high glucose event, and the following example was provided on (B)(6) 2025 at 09:25 am, sg was 40 mg/dl, and bg was 367 mg/dl, which was confirmed in dms. The user did not seek medical treatment and self-resolved by taking insulin. The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further guidance. In an associated complaint from the user regarding sensor inaccuracy, including this high glucose event, a review of the in-vivo raw sensor data showed declining signal in two sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel. Optical instability was observed in the remaining two sensing areas around (B)(6) 2025, which led to those channels being blinded. As a result, 100% weight was temporarily assigned to the oxidized channels for approximately seven hours, affecting accuracy during that period. Based on the escalation analysis, the user was requested to complete a sensor re-link on (B)(6) 2025; however, the user informed customer care that sg data had been more accurate and that fingerstick results were very close to sg values, so they believed the issue was resolved and chose not to proceed with the re-link. Review of the system confirmed that the instability was cleared on (B)(6) 2025 at 01:44 am. A review of data from the two weeks following the event further confirmed stable and consistent agreement between sg and bg values. B4.date of this report 16 nov 2025. G3.date received by the manufacturer? 16 nov 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231, 3224. H6. Investigation conclusions updated to 4307, 4315.